Event description:
Consumer complaint of "lo" blood results. Caller states normally ranges should be around 160-170mg/dl. Performed back to back blood tests and both resulted in "lo" last 4 tests in memory: "lo", 154 mg/dl, 223 mg/dl, 294mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has low glucose value.

Event description:
Consumer complaint of "lo" blood results. Caller states normally ranges should be around 160-170mg/dl. Performed back to back blood tests and both resulted in "lo". Last 4 blood result in memory: "lo", 154mg/dl, 223mg/dl, 294mg/dl. No adverse event reported.